Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 that the g5 transmitter would not pair with the smart device. An old phone was still paired to the transmitter. Patient's dad disabled the transmitter from the old phone, the transmitter was relinquished from the repository and the pairing process was restarted with the new phone. No additional event or patient information is available.